Event description:
The customer reported that the system was displaying a '24 hour recharge required' error message. This error message will prevent the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced. The system was then found to be operating as intended.